Manufacturer narrative:
Based on the additional clinical information provided on (B)(6) 2021 and the additional information obtained regarding the activ.a.c.¿ therapy system, kci's assessment remains the same; it cannot be determined that the alleged devitalized tissue [maceration] requiring sharp debridement was related to the activ.a.c.¿ therapy system. The wound care nurse confirmed the patient has a known history of callus formation [devitalized tissue] and maceration to the bottom of foot reportedly due to wound location and wound type. The patient allegedly experienced difficulty adequately offloading the wound site as ordered and does have issues keeping the activ.a.c.¿ therapy system charged which reportedly caused fluid to pool at the wound site. The activ.a.c.¿ therapy system passed quality control checks before and after patient placement. Device labeling, available in print and online, states: warnings osteomyelitis: v.a.c.® therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and / or sensat.r.a.c.¿ pad. This involves using foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot. Appropriate off-loading of the foot is essential in order to maximize the therapeutic benefit of v.a.c.® therapy. Clinical considerations for diabetic foot ulcers as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off-loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat and purulence may be absent or decreased. Special dressing techniques may be considered.

Event description:
On (B)(6) 2021, the following information was reported to kci by the wound care nurse: the patient has a history of callus formation [devitalized tissue] and maceration to the bottom of foot due to wound location and wound type. The patient utilizes an offloading shoe but is the sole caretaker for spouse which makes it difficult to stay off foot completely. Per the nurse, the patient had issues with keeping the activ.a.c.¿ therapy system charged which caused fluid to pool at the wound site. The device issues may have contributed to the worsening of the patient's existing condition. The device was exchanged and overall, the wound is doing much better with v.a.c.® therapy. On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged devitalized tissue requiring sharp debridement was related to the activ.a.c.¿ therapy system. An evaluation of the device is currently pending completion. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2020, kci was provided clinical records that noted the following: on (B)(6) 2020, the patient reportedly experienced some technical issues with the activ.a.c.¿ therapy system's "battery running out and sponges in place". The patient reportedly underwent a sharp debridement to remove devitalized tissue at the posterior skin edge. The physician noted the devitalized tissue was "likely from sitting under the sponge without suction". On 15-dec-2020, the following information was reported to kci by the wound care nurse: the patient's wound is debrided at every visit due to callus formation unrelated to v.a.c.® therapy. On (B)(6) 2020, the patient did report issues with the activ.a.c.¿ therapy system running out of battery while dressing was in place and troubleshooting was discussed to prevent further issues. The patient continues to utilize v.a.c.® therapy, and the wound has continued to show progress toward healing. No further information available. A device evaluation for the activ.a.c.¿ therapy system is currently pending completion.